Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed an accurate fill estimate of over 240 units of insulin. Then, the insulin gauge displayed 150 units, and after the delivery of 6.5 units of insulin, the insulin gauge displayed 36 units. There was no impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support. Although requested, no additional information was provided by the customer.